Event description:
The customer went to the emergency due to extreme hypoglycemia. It was stated that the insulin exited. The customer changed the sets twice but the numbers did not appear on the pump during prime. The customer stated that the pump displayed to prime and primed while connected. The customer admitted that they should have disconnected from the pump. A replacement pump was requested.